Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure in 2006 (exact date unknown).according to the complainant, the patient experienced joint and muscle problems. The date of onset and exact nature of the problems is unknown.attempts to obtain additional information have been unsuccessful.